Event description:
It was reported that during a lateral ligament reconstruction while inserting two anchors the drill hole broke out of the holder. The surgeon was able to retrieve one anchor out of the patient. However one anchor remained inside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 31-jul-2020: it was further reported that the surgeon did not apply to much force on the device.

Manufacturer narrative:
Complaint confirmed. Visual inspection of both returned drivers revealed that the distal tip of the drivers which interface with the anchors were broken from the devices. Material analysis of the shaft of the drivers confirmed the correct material was used for the shafts. The most probable cause of this type of failure is improper bone preparation, insertion angle, prying, and/or leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral ligament reconstruction while inserting two anchors the drill hole broke out of the holder. The surgeon was able to retrieve one anchor out of the patient. However one anchor remained inside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.